Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, the customer lost consciousness and required assistance from emergency medical services addressing bg level with glucose tablets and unspecified intravenous fluids. Customer updated their pump settings to address the event.